Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. The customer's blood glucose read "high" at the time of the report. Troubleshooting was performed. The insulin pump alarmed motor error and insulin was squirting out during priming. The displacement test could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.